Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during resection of ileum, the device did not fire. The side cursor of the device came off or disengaged before firing and nothing fell into the patient cavity. Another device was opened but also did not work. Opened a third device and worked successfully. No patient injury has been noted.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. There were no other visual or functional abnormalities observed during product analysis. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.